Manufacturer narrative:
Failure event observed during analysis. Final analysis external insulation abrasion was noted at 5.6 cm to 6.1 cm from the cut end breaching the outer insulation distal to the suture sleeve tie mark consistent with lead friction to another device or feature of the patient anatomy.

Event description:
Related manufacturer reference number: 2017865-2019-12976.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient developed infection. The atrial and right ventricular leads were explanted. The patient was in a stable condition. Related manufacturer reference number: 2017865-2019-12539.